Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx16mm no tip (encr401600 / 10021149) was used for an endovascular embolization procedure. During the procedure, the user reported incomplete expansion and migration of the enterprise2 vascular reconstruction device. The event was reported as such, ¿unable to open & migration. It was reported that during surgery, stent was delivered in place and was released. The distal markers of the stent were opened well, but it was found that proximal markers of the stent were converged which could not be opened. Doctor used a micro-guidewire to massage the proximal markers of the stent, the proximal markers were opened completely, but the stent migrated near the m2 segment of the middle cerebral artery and could not cover the aneurysm. The doctor implanted a second stent at the target position to completely cover the aneurysm and completed the surgery. The microcatheter was not replaced. The surgery was prolonged about 40 minutes.¿ no patient harm was reported. No further information was made available at the time of this review.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion and migration of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to perform the additional surgical interventions of use of a guidewire to massage the proximal markers of the stent, in an effort to fully expand the stent to preclude patient harm and implanting a second stent to cover the full neck of the aneurysm. Based on these surgical interventions, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 (medical device problem code) and h11. Section b5: additional information was received on 28-feb-2026. Summary: the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during the advancement of the device. The stent did not appear damaged. No vessel or aneurysm factors were identified that might have contributed to incomplete expansion. Blood flow was not restricted. The procedure was delayed/prolonged due to the event, but this prolongation did not result in any patient's adverse consequence. Per the additional information received on 28-feb-2026: it was reported that there was resistance during the advancement of the device. Therefore, medical device problem code "difficult to adavance" was added to this regulatory report. Resistance without loss of cerebral target position is a known potential complication associated with the enterprise2 vascular reconstruction device. Interference or friction between devices is a known occurrence. Removal and exchange of devices is a common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case, it is done without loss of an intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.